Manufacturer narrative:
The report is submitted on behalf of the MFR ((B)(4).) And the importer (B)(4), as (B)(4). Serves as the designated complaints handling unit for both facilities. The device was not returned for eval and no further info is currently available therefore, no conclusions could be made. The device's IFU includes a recommendation to use stool softeners to avoid solid stools which may exert undesirable mechanical force on the anastomotic area. Anastomotic leakage is one of the most common complications of colorectal surgeries. The current cumulative leak rate found with the use of the colonring is within the low range reported in the literature for anastomotic devices.

Event description:
According to the report, the pt underwent a sigmoid resection with sus-douglassienne colorectal anastomosis due to diverticulitis. The presented on pod 3 with pain and fever associated with a probable anastomotic fistula without peritonitis. The surgeon infers that with such pt being reported and rapidly going back to eat at pod 1 without stoma, solid stool came to the anastomosis area at pod 3 with gas pressure and caused a leakage.